Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient was ¿getting checked¿ to see if the catheter had moved. Compatibility guidelines for CT/cat scans and mris were requested. They thought that the ¿lead¿, which was clarified to be that catheter, had moved and that was the reason they were checking it with an MRI or CT scan. They took an x-ray at the patient¿s last visit and that showed where the pump was, but it didn¿t show where the catheter was placed. They wanted to know about the difference between the CT and MRI and what options were before scheduling the patient. The patient wasn¿t getting relief that the healthcare provider (hcp) had hoped for and wanted to verify that the catheter hadn¿t moved. They were talking about an MRI with contrast or a CT with contrast and ¿putting something into the pump¿. When asked when the patient started having issues with the pump and pain control, it was indicated that it was since implant. There had been ¿numerous times¿ but the reporter could not recall the times. Each time, there had been an adjustment to the rate or concentration. It may have been ten times. The patient¿s days and nights were mixed up. He was not ¿as sharp¿ as he used to be. His legs, ankles and feet, from the knees down, had ¿swollen up¿ and it was painful for the patient to walk. It had happened in the past, but was not as severe as it was currently. It was not believed to be directly related to the pump. The hcp had the patient on oral medication that they had been cutting back. Morphine extended-release tablets were eliminated and morphine immediate-relief had been cut back. The hcp said that they were going to stop with the hydromorphone changes and keep it at the current rate or increase it ¿very little¿, if any. With the bupivacaine, ¿it stays in the lower back¿ and the hcp would continue changing that and making increases an adjustments. The device system was used to deliver hydromorphone and bupivacaine.